Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage due to missing door logo. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2221] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good¿inverter board was¿installed and the display became operational. Touch screen test passed.voltage verification check passed. System air leak test passed. Valve actuation test passed. Teach pumps test passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. Accelerated stress test was performed and encountered a stalling motor pump b. Visual inspection of the lead screw revealed a degraded condition of the grease. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support on (B)(6) 2026 that the liberty select cycler was alarming with m01-17 cannot teach pumps during step 2 of setup. The warning occurred while the patient was not connected, and it was confirmed that the heater bag cone was not broken, the red clamp was not closed, and the heater bag tubing was not kinked. It was verified that the tubing was hanging straight down and the cycler had been re-setup with new supplies, but the issue persisted. At that point in time, the technical support representative advised the patient to continue using the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was confirmed that at least one full treatment has been completed with this cycler. Upon follow-up conducted on (B)(6) 2026 the patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. The patient was able to complete treatment on the day of the reported event. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.